Event description:
It was reported that the physician encountered difficulty in advancing intra-aortic balloon ('iab') through the sheath. He felt that the membrane was getting stuck in the sheath. The sheath and iab were removed and another iab was opened and properly prepped. The iab was inserted without incident. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.